Manufacturer narrative:
The stylet supports, two small semi cylindrical shaped pieces of plastic, are present in the device to support the infusion tube on the stylet and prevent buckling of the central needle on insertion of the infusion tube into the pt. The stylet supports are meant to drop out on withdrawal of the introducer. This was a misunderstanding by the user.

Event description:
Insertion issue. The user inserted the fast1 and saw the two stylet supports fall out when withdrawing the introducer. The user assumed that there was something wrong with the device. (B)(4).